Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: evis lucera gif/cf/pcf type 190 series, chapter 3 preparation and inspection¿ describes the methods for detection. Evis lucera gif/cf/pcf type 190 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed as the air/water flow was not working due to blockage in the nozzle. Additional findings include; plastic distal end cover had a megaohm value of zero. Angulation was below service standard. The control knob movement had play on both knobs. The distal end plastic cover had a chip and scratch. The objective lens had tiny chips. The bending section cover had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope air/water was not working. This occurred during a therapeutic procedure. During a standard service inspection of the customer returned device, nozzle clogging was observed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.